Event description:
Caller reported damage to tandem charging cable. There was no reported impact to the customer¿s blood glucose level. Tandem technical support arranged for the replacement of the damaged charging supplies with a two-day shipping plan.